Event description:
It was reported that during the procedure involving the implant of the the evolutfx-34, an infold in the valve frame was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and used for implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0012575891); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-34 (lot: 0012526354); product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the the evolutfx-34, an infold in the valve frame was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and used for implant. No patient complications were reported as a result of this event. Additional information was received that the infold was first noticed at the second deployment attempt. A procedural delay resulted due to the need to withdraw the system and prepare a new valve. Per the physician, the cause of the infold was attributed to a huge calcification on the non-coronary cusp (ncc) leaflet even with a pre-implant balloon dilation.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the evolutfx-34, an infold in the valve frame was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and used for implant. No patient complications were reported as a result of this event. Additional information was received that the infold was first noticed at the second deployment attempt. A procedural delay resulted due to the need to withdraw the system and prepare a new valve. Per the physician, the cause of the infold was attributed to a huge calcification on the non-coronary cusp (ncc) leaflet even with a pre-implant balloon dilation. Additional information was received that the valve was recaptured after the first deployment attempt due to a poor position ("went too deep").

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.